Event description:
It was reported that a 3.0x12mm nc trek dilatation catheter advanced to the proximal left anterior descending (lad) coronary artery, (B)(6) stenosed lesion and pre-dilatation was performed without issue. Following, a kissing balloon technique was attempted. The same nc trek advanced again to the lesion. Negative pressure was applied and blood was noted in the indeflator. The nc trek was removed from the anatomy and a torn distal shaft was noted. Another unspecified dilatation device was used in replacement. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported leak and tear were confirmed. Additionally, the device returned with a separated bayonet portion of the hypotube, while the outer member remained intact and was not in two pieces. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.